Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing label information was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing label information. Bd determined that the root cause of the indicated failure mode was attributed to an associate inadvertently pulled the shelf carton off the line to package it before the printing completed. Further processing of the part occurred with inadequate purging. Awareness of this complaint has been created within the business team and on the manufacturing floor. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced missing label information. The following information was provided by the initial reporter. The customer stated: 1 shelf carton without expiration and batch data.